Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to vaginal vault prolapsed, cystocele and rectocele. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/26/2015. Addiitional narrative: it was reported that following insertion the patient infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent excision of mesh on (B)(6) 2008 due to exposed anterior vaginal wall mesh. (B)(4).